Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that since receiving new device with software upgrade from version 12.1.2 to 12.1.4, the pca pump has been having "frequent occlusion alarms" during infusion of patient-controlled epidural analgesia (pcea). There was patient involvement but no harm. Bd received additional information. It was reported that the issue is occurring with the user of 60 ml syringe monoject (sku 8881560125) with IV set ref # 10800175. The device pressure setting is set at medium. The programmed rate of infusion was "pca dose 5ml, continuous dose 10ml." The infusion mode programming was "pca dose + continuous." When asked if there was any pattern when the pump alarms for occlusion, the customer's response was, " in general, the occlusion alarm begins during infusion of the first syringe, sometime after the infusion has been running for about 2-3 hours (when the syringe is about half empty).".

Event description:
It was reported that since receiving new device with software upgrade from version 12.1.2 to 12.1.4, the pca pump has been having "frequent occlusion alarms" during infusion of patient-controlled epidural analgesia (pcea). There was patient involvement but no harm. Bd received additional information. It was reported that the issue is occurring with the user of 60 ml syringe monoject (sku 8881560125) with IV set ref # (B)(4). The device pressure setting is set at medium. The programmed rate of infusion was "pca dose 5ml, continuous dose 10ml." The infusion mode programming was "pca dose + continuous." When asked if there was any pattern when the pump alarms for occlusion, the customer's response was, " in general, the occlusion alarm begins during infusion of the first syringe, sometime after the infusion has been running for about 2-3 hours (when the syringe is about half empty)."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the occlusion alarms could not be confirmed or replicated: the review of the logs is based on the last programmed infusion administrated by the suspect on (B)(6) 2024; at 12:00 pm. An infusion was programmed with the following parameters: syringe monoject 60 ml, volume: 57.6704 ml, rate: 10 ml/hr, volume to be infused (vtbi): 57.3704 ml. At 3:20 pm infusion was stopped, and the rate and vtbi were updated: rate: 10 ml/hr, vtbi: 19.1398 ml. Infusion was started. At 3:22 pm infusion was completed, and the rate and vtbi were updated: rate: 150 ml/hr, vtbi: 5 ml. Infusion was started. At 4:43 pm module alarmed near end inactive. At 5:03 pm module alarmed door opened, infusion was stopped, module alarmed check syringe and door was closed. At 5:04 pm an infusion was programmed with the following parameters: syringe monoject 60 ml, volume: 60.5719 ml, rate: 10 ml/hr, volume to be infused (vtbi): 60.2719 ml. At 7:12 pm infusion was paused and restarted. At 7:37 pm pca module was channeled off. The log analysis found no recorded occlusion alarms during the last reviewed infusion. A review of the pca error logs showed no errors or malfunctions that were relevant to customer¿s complaint. Review of the pcu logs could not be performed because the suspect pcu and its associated logs were not returned for investigation; therefore, some programming parameters and drug information could not be confirmed. Laboratory testing of the returned pca module showed the device passing all alaris system calibration and maintenance tasks. A functional test was performed after the calibration and the preventive maintenance (successfully passed), an infusion was programmed with the following parameters: syringe type: monoject, 60 ml, infusion type: pca dose + continuous, pca dose: 5ml, and continuous dose: 10ml. To verify no false occlusion alarms occurs, a 10 psi back pressure was applied in the testing setup. The entire syringe infused to completion for about 9 hours with no unexpected errors or occlusion alarms. The bd alaris syringe module and alaris pca module technical service manual states in troubleshooting section the following for the occlusion alarms: check for proper set installation. Check tubing to ensure +there are no obstructions (such as kinked or pinched tubing or a clogged filter). Do the following in order: a) perform binary switches test using bd alaris tm system maintenance software. B) using bd alaris tm system maintenance software, perform pressure disc verification; calibrate if necessary. If necessary, replace pressure sensor board and/or pressure sensor harness. Use bd alaris tm system maintenance software to perform plunger force accuracy verification and if necessary, calibrate. Replace force sensor assembly or lower housing/carriage assembly if necessary. Return the module to the factory. In addition, the bd alaris system guardrails (v12.1) states use only the syringe size and the type specified on the main display, the permitted syringe models is dependent on the pca module¿s software. Syringe variability can impact occlusion pressure sensing. The variability can reduce the device¿s time to alarm and/or might require that a higher alarm pressure limit be programmed. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the occlusion alarms was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue.